Manufacturer narrative:
This supplemental report is being submitted to provide addition results of the final investigation. It was observed during the device evaluation, the camera head exhibited interference in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the camera head had disconnection in the cable unit and noise in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.